Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient underwent l5-s1 transforaminal lumbar interbody fusion, with interbody device and rhbmp-2 non-segmental instrumentation with the plate. Lateral arthrodesis at l5-s1 with autograft and allograft with the bmp. Use of intraoperative fluoroscopy. Preoperative diagnosis: l5-s1 degenerative disc disease. Per-op notes: "once the discectomy was done, autologous bone was wrapped inside of a bmp sponge and placed into the disc space anteriorly. We had used 8, 9 and 10mm distractors and 8 and 9mm shavers to prepare the end plates prior to this. At this point, the 10x26mm interbody device and graft was filled with another mixture of autologous bone and bmp and placed into the disc space towards the midline." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.